Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had a no delivery alarm o the insulin pump. Customer stated the alarm occurred during an infusion set change. The customer's blood glucose was 600 mg/dl at the time of incident. The customer did not treat for their blood glucose at the time of the call. The customer also reported insulin was able to exit from the tubing with a push plunger. The customer also stated the insulin pump did not alarm no delivery with a manual prime. The customer was advised the insulin pump was working as designed. The insulin pump will not be returned for analysis.